Manufacturer narrative:
A supplemental report will be submitted if additional information is provided.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) display was faulty and illegible. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) display was found faulty and illegible. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Testing of actual/suspected device: (10): a getinge field service engineer (fse) was dispatched to the customer's site. The fse replaced the lcd display the fse found that there were 2 lines going vertically so ordered new display. The fse returned to the site and replaced the lcd and all seals, the top cover and labels. The safety disk also needed replacement due to usage. The fse then completed the full calibration and the iabp passed all functional and safety tests per factory specifications, returned to customer and cleared for clinical use. Upon completion of our investigation, a supplemental report will be submitted.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced the lcd display, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.

Event description:
N/a.